Event description:
The patient reported that their 3rd implantable neurostimulator (ins) was in ¿hibernation mode¿, however, jump starting the battery did not work and they couldn¿t get the device going again. They indicated that the ins was in ¿hibernation mode¿ for too long. The patient also stated that the ins leaked battery acid into their back, which resulted in an emergency surgery, in which the device was replaced with their current one. No further complications were reported. The patient was implanted for non-malignant pain and other non-malignant pain.